Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped3 pipeline had fishmouthing post implant. After 6 months, the pipeline produced a fishmouth at the distal end. The devices were prepared according to the instruction for use (IFU). No patient injury or symptoms were reported. Additional information received reported the lesion being treated was in the middle cerebral artery (mca), left. There was no vessel tortuosity. After the procedure the patient was good. The patient was asymptomatic. The physician are going to retreat the patient with another flow diverter, maybe to insert a balloon. The cause of the fishmouthing was not determined.

Manufacturer narrative:
Duplicate event reported in 2029214-2024-02239. H6 codes corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
This event is no longer a reportable event. MDR decision corrected tono reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable, due to gch fuctionality, the complaint flag cannot be flipped to 'no' as a regualtory report exists in this pe.